Manufacturer narrative:
The medical device problem code was updated. The investigation of the provided samples identified an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay. This interference caused the high ft3 iii results. The product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
Sample 1 and sample 3 were provided for investigation, however, there is no sufficient volume left in sample 2 to return for further analysis. The investigation is ongoing.

Manufacturer narrative:
The serial number of e801 analyzer used at the customer's site was (B)(6). The serial number of e801 analyzer used for investigation was (B)(6). The serial number of e411 analyzer used for investigation was (B)(6). The ft3 g3 v2 reagent lot number used on cobas e801 was 669112 with an expiration date of 01-feb-2024. The ft3 g3 v2 reagent lot number used on cobas e411 was 686656 with an expiration date of 01-apr-2024. The samples were requested for investigation, however, sample 2 doesn't have sufficient volume remaining to return. Investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 3 patients' samples tested with elecsys ft3 iii v2 (ft3 g3 v2) assay on a cobas 8000 e801 module. The samples also had discrepant results when tested on another cobas 8000 e801 module and on a cobas e411 immunoassay analyzer. Refer to the attachment for all patient data. The samples were initially tested and repeated on the customer's e801 analyzer. The samples were provided for investigation where they tested on a 2nd e801 analyzer and on e411 analyzer on (B)(6) 2023. The samples were also repeated on an abbott architect analyzer on (B)(6) 2023.